Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 50 mcg/ml concentration at 11.991 mcg/day and bupivacaine, 30 mg/ml concentration at 7.195 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have an magnetic resonance imaging (MRI) . The hcp stated that patient worked a round magnets but she had been taking care of him over a year and this was his first motor stall. Pump status and/or event log reported "motor stall occurred" and "motor stall and recovery". The hcp stated that pump recovered 7 minutes after it stalled. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-dec-22 from an hcp reported there was no other cause identified for the motor stall except for exposure to magnets. There were no further issues per the hcp. The hcp reported the patient¿s weight was (B)(6) pounds and (B)(6) ounces.